Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 8 months after the dental implant and crown were placed in ada site 30 in the mouth, the implant lost osseo- integration and fractured. Clinician reports pain, mobility, nerve encroachment and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 8 months after the dental implant and crown were placed in (B)(6) site 30 in the mouth, the implant lost osseo- integration and fractured. Clinician reports pain, mobility, nerve encroachment and poor bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)